Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a programmer would not gain telemetry with an implantable cardioverter defibrillator during interrogation. The radio frequency head indicated that it had telemetry; however, the programmer would not read. No patient complications have been reported as a result of this event.